Manufacturer narrative:
Product ID 3389s-40, lot# va03t31, implanted: 2012-(B)(6), product type lead product ID 3389s-40, lot# va03lmy, implanted: 2012-(B)(6), product type lead product ID 3708660, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 3708660, serial# (B)(4), implanted: 2012-(B)(6), product type extension. (B)(4).

Event description:
It was reported that there was thinning transparent scalp overlying the superior aspect of the left retroauricular scalp incision. It was noted that the outcome was resolved without sequelae on 2012-(B)(6). It was noted that interventions included device surgical repositioning. It was noted that the extension was reposition on 2012-(B)(6). It was noted that the event was not related to the device or therapy but was related to the implant procedure. It was noted that signs and symptoms included that the left retroauricular scalp incision was clean, dry, intact, with no discharge or dehiscence. It was noted ¿3mm region of thinned scalp, 4 cm superior to incision.¿ it was further noted no erythema, discharge and non-tender to palpation. It was noted that there was no symptoms. It was further noted that the event necessitated medical or surgical intervention. Additional information received reported that the event was related to the implant procedure and not related to the device or therapy. It was noted that the location was at the lead and extension tract.